Event description:
Following a laparoscopic anti-reflux procedure a patient experienced progressive dysphagia symptoms leading to endoscopic visualization of linx device beads within the esophageal lumen on (B)(6) 2016. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2013 by (B)(6). Esophagogastroduodenoscopy (egd) performed on (B)(6) 2015 due to progressive dysphagia showed no findings. A second egd due to progressive dysphagia was performed on (B)(6) 2016 and showed 3-4 beads visible in the esophageal lumen. Uneventful endoscopic device explant on (B)(6) 2016 after patient completed scheduled vacation. Patient in satisfactory condition after explant.

Event description:
Following a laparoscopic anti-reflux procedure a patient experienced progressive dysphagia symptoms leading to endoscopic visualization of linx device beads within the esophageal lumen on (B)(6) 2016. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue on (B)(6) 2013 by dr. (B)(6). Esophagogastroduodenoscopy (egd) performed on (B)(6) 2015 due to progressive dysphagia showed no findings. A second egd due to progressive dysphagia was performed on (B)(6) 2016 and showed 3-4 beads visible in the esophageal lumen. Uneventful endoscopic device explant on (B)(6) 2016 after patient completed scheduled vacation. Patient in satisfactory condition after explant.